Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to the competitor right ventricular (rv) lead and this implantable cardioverter defibrillator (ICD) pacing impedance measurements being out of range. A review of the stored electrograms revealed ventricular oversensing with anti-tachycardia pacing (atp) delivered, as well as loss of capture and pace inhibition. The patient had an underlying rhythm, but did experience some dizziness. The device was reprogrammed and turned tachycardia therapy off. The patient was referred to another hospital for the extraction of their leads, meanwhile the patient was currently under observations. No adverse patient effects were reported.